Event description:
A 1fr vygon PICC was inserted in to infant's left arm without difficulty, blood return noted and catheter flushed with normal saline. Cxr obtained and noted catheter terminating in subclavian vein. Upon flushing catheter again it was noticed that there was leakage of fluid (blood and saline) when catheter was flushed. Insertion site dried and then flushed once again noting leakage of saline at insertion site. Line pulled as concerned of possible crack or defect in line causing the leak. Upon removal catheter was flushed and leak noted at 5cm mark. Total catheter removed without difficulty and no bleeding noted upon removal. Infant tolerated well. Manufacturer response for PICC, premiecath (per site reporter): products rn notified vygon rep approximately 3 days post event.